Manufacturer narrative:
Patient demographics (age at time of event, date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. Minor scratches and abrasions noted on articulating surface. No significant damage noted to device. Based on device evaluation, the most likely cause of this event is as stated in the event that the patient fell. Postoperatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. Also, the directions for use (dfu-0189g) lists precautions: patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient's risk for trauma, including falls. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a left reverse shoulder procedure in (B)(6) 2013. The patient fell and as a result had a failure of the glenoid. The glenosphere came out of baseplate. The patient required a revision which took place on (B)(6) 2014.